Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting the following additional information was sent on march 10, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the cup measuring instrument,58/ll broke during surgery. No harm to the patient was reported. However, it may cause serious injury if it reoccurs. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Review of event description: it was reported that the instrument broke during the surgery and hospital requested for its replacement. There was no harm to the patient. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw : instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review . Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as the device was not returned, corrosion cannot be excluded. Instrument breaks or deforms due to off-label / abnormal-use => possible, no detailed information was provided. No surgical reports available which describes the usage of the instrument. Conclusion summary: neither operative notes, office visit notes, nor devices or photos of the broken instrument were received; therefore the condition of the component is unknown. The event detail does not describe which part of the instrument was broken. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).